Manufacturer narrative:
The device was returned and analysis is complete. Analysis had identified that the micro usb charge port was loose. The device passed battery charging bench testing but an electrical failure was identified (/trs210004.1/push button led on/0/bool/1). The device was taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that their communicator was not charging. Patient stated they have tried different plugs, but the issue has not resolved. A request was sent to the repair department to replace the communicator.